Manufacturer narrative:
D4 expiration date - added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject balloon catheter was visually inspected, and no defects were noted to the subject balloon catheter. An unknown guidewire was stuck in the subject balloon catheter . The guidewire was damaged on removal during analysis. The subject balloon catheter was analyzed under magnification, no visible damage was noted. During functional testing, the subject balloon catheter was flushed, and a patency mandrel was advanced successfully. The subject balloon catheter was inflated, and leak was noted. Therefore, the reported event was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was there was no damage noted to the packaging prior to opening the packaging, the subject balloon catheter was prepared for use as per the directions for use, the subject balloon catheter was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure, the patient¿s anatomy was normal tortuousity. Flush was given when the subject balloon catheter was taken out from the dispenser hoop and the entire system was flushed with a saline-contrast mixture, there was no resistance when the guidewire was inserted. After the guidewire was inserted, the entire system was flushed, and saline-contrast mixture confirmed it was flowed, a 1cc syringe was used to inflate the balloon in the body. The contrast agent was diluted at a percentage of 50%. No abnormalities were noted such as air, leaks, or poor expansion when the balloon was expanded outside the body. There was no resistance advancing the guidewire through the subject balloon catheter and there was no issue during inflation or deflation of the subject balloon catheter at preparation. The anatomy location (vessel name) the balloon was torn - as stated, was "unruptured cerebral aneurysm of lt.ic-cavenous" analysis of the returned subject balloon catheter found the balloon leaked during inflation which indicates the subject balloon catheter was damaged during the procedure. The as reported and as analyzed ¿balloon burst/ruptured during use¿ in addition to the analyzed ¿balloon leaked during use¿ will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that the pta ((percutaneous transluminal angioplasty) was performed on an unruptured cerebral aneurysm of lt.ic-cavenous, a non-stryker flow diverter system (medtronic /pipeline flex) was placed, the subject balloon device was used to apposition the pipeline flex to the vessel wall. When the subject balloon device was inserted into the body and inflated, the subject balloon device was found to be torn, thus it was retrieved. The second balloon device was placed and changed the position; however, the second balloon was torn again and it was removed. It was determined that the pipeline flex was well apposed, and the procedure was completed as is without the balloons. There was no reported clinical consequence to the patient.

Event description:
It was reported that the pta ((percutaneous transluminal angioplasty) was performed on an unruptured cerebral aneurysm of lt.ic-cavenous, a non-stryker flow diverter system (medtronic /pipeline flex) was placed, the subject balloon device was used to apposition the pipeline flex to the vessel wall. When the subject balloon device was inserted into the body and inflated, the subject balloon device was found to be torn, thus it was retrieved. The second balloon device was placed and changed the position; however, the second balloon was torn again and it was removed. It was determined that the pipeline flex was well apposed, and the procedure was completed as is without the balloons. There was no reported clinical consequence to the patient.

Manufacturer narrative:
This report is applied for the first subject transform balloon device. This is 1 of 2 reports.